Event description:
The patient had a variety of symptoms, including pectoral and abdominal muscle stimulation. The ventricular unipolar threshold was 3.2v with <200 ohms impedance. One month previous, normal unipolar impedance was seen, but bipolar impedance was 2300 ohms. A chest x-ray showed an insulation break near the vein entry site. The lead was wrapped around the pacer, suggesting twiddlers syndrome. The lead was subsequently replaced.